Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: the esheath and delivery system were discarded following the procedure. Without the devices, visual inspection, functional testing and dimensional analysis could not be performed. No case imagery or photographs of the devices were provided for review. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Complaint history review revealed that the occurrence rate did not exceed the (B)(6) 2019 control limit for the appropriate trend category. Per the IFU and training manuals, correctly orient delivery system and check position before insertion (into the sheath), orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position, note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system, insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification, if push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ? 2 cm. Note: in expectation of high friction, use short movements. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, the esheath shaft component undergoes multiple 100% visual inspections. The esheath tip undergoes multiple visual and dimensional inspections under 8x to 20x magnification. During final inspection, the esheath component undergoes multiple 100% dimensional and visual inspections. Following sterilization, sheath expansion testing, visual inspection and expander insertion force testing is performed during product verification (pv) testing on finished devices under a sampling basis. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. In this case, the complaint for sheath shaft ¿ resistance with delivery system was not able to be confirmed due to the unavailability of the devices. There was no indication that a manufacturing nonconformance contributed to the complaint events, and a review of manufacturing mitigations further supports that the devices have sufficient inspections in place to identify defects related to the complaint events. A review of the IFU/training materials revealed no deficiencies. Per the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. As mentioned in the complaint description, the patient¿s access vessel had mild calcification and mild tortuosity reported. Calcification and tortuosity can create a challenging pathway and could reduce the access vessel diameter and would further increase the resistance during delivery system insertion through sheath. Other procedural factors such as improper flushing/wetting of the devices, incomplete or misaligned valve crimping, and incomplete advancement of the loader can also result in difficulty advancing the delivery system through the sheath. Although a definite root cause could not be determined, available information suggests patient factors (vessel calcification, vessel tortuosity) may have contributed to the reported resistance during the advancement of the delivery system through the esheath. Procedural factors (resistance between devices, manipulation of the devices) may have contributed to the iliac artery dissection and placement of a vascular stent. No training/IFU/labeling inadequacies were identified. Review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure no difficulties were reported during insertion of a 14fr. Esheath. However, ¿strong resistance¿ and difficulties were reported during the insertion of a 23mm sapien 3 valve and commander delivery system through the esheath. Angiography showed a slow blood flow from external iliac artery (eia) to the peripheral blood vessels. From the other side of the vessel, balloon catheter was inserted and used. A vascular stent was implanted. After the stent implant, blood flow was confirmed, and the procedure was completed. No blood transfusions were required. Information regarding the access vessel minimum luminal diameter (mld) was not provided; however, medical opinion was ¿the patient had enough vessel diameter¿. Per cine images, the vessel tortuosity around the aorta and iliac artery area was mild. The introducer was fully inserted into the sheath during device preparation. There were no abnormalities detected when inspecting the device prior to use or after removal of the device. The esheath and delivery system were discarded following the procedure. The valve remains implanted in the patient.